Event description:
It was reported that the patients ipg was flipped and causing pain. Difficulty charging was also noted. The patient underwent a system explant procedure and was doing well postoperatively. The explanted device components were discarded.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6).